Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a recharger failure, stuck on checking the recharger. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97755-s, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). B3: event date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having issues charging their implanted neurostimulator (ins) and the issue began 2 years ago. Pt stated they had an issue before, and they were sent a new battery. Pt stated their controller was not reading their ins or charging it. Patient services (ps) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powers on. Pt inserted the battery pack and confirmed controller was 100% and ins was 70%. Pt then connected recharger and confirmed recharging excellent and then it went to good and then to poor. Pt denied any falls/trauma. A replacement controller was requested. Patient called back stating they received the replacement controller but "it's still not reading it right". Patient stated the implant was on 50% and took 30 min to go to 60% and then went up to 70%. Pt stated "it's not working". Pt insisted that a new lithium battery pack would fix their issue. Agent reviewed since their controller and recharger have been replaced recently for the same issue, the pt should follow up with their healthcare provider (hcp) to discuss issue. Pt called back from number registered stating they were displeased with outcome of previous call with pats agent. Pt described the neurostimulator (ins) battery slow to charge, seeing a low battery message (did not have exact details) and antenna is getting hot. An email was sent to repair to replace the recharger.